Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a cracked battery compartment. Additionally, the display screen was dim and discolored. A test screen was installed and displayed normally.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).